Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the device was implanted on (B)(6) 2016 when the use by date was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.